Event description:
It was reported that the twenty of the 6800 systems had new software installed with hardware which is an un-verified configuration for the software. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.